Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level over 400 mg/dl, due to not bolusing for a meal. Customer later treated with the insulin pump. Troubleshooting was not performed on the insulin pump. The device was not replaced or returned for analysis.